Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses and suffered bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 22, 2022, mentor received additional information indicating that the correct of implantation was in the year 1997. On june 27, 2022, the mentor failure analysis lab received the device for evaluation. On june 29, 2022, mentor became aware that the patient's implants were replaced with the following: (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9714335 sn: (B)(6) and (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9714335 sn: (B)(6). On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample saline smooth no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.